Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that ori was 0.0 under no o2 supplement, but when it turned into spo2 only mode, ori showed 1.00. Spo2 was 96-97% under no o2 supplement. No consequences or impact to patient were reported.